Event description:
Report received indicated, the diagnostic cardiology catheter used during procedure broke off inside the patient. No patient injury was reported.

Manufacturer narrative:
This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.